Event description:
It was reported that during testing at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the trigger of the device was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a cracked trigger housing at the screw boss was identified, which can lead to the reported event. Potential causes for a cracked trigger housing include a material integrity issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.